Manufacturer narrative:
G4: 16apr2020. B4: 01may2020. The part was returned to the manufacturer for the failure investigation (fi). It was determined that the submitted unit failed due to physical damage to both flow sensors. Customer complaint was verified. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2019. Date of this report: 21nov2019.

Event description:
The customer reported an error code 100b (watchdog error). There was no patient involvement.

Manufacturer narrative:
Manufacture date: 05dec2019. Report date: 06dec2019. The manufacturer¿s field service engineer (fse) confirmed the ventilator inoperative alarm - watchdog test failed. The manufacturer¿s field service engineer (fse) powered on the unit, confirmed the customer's complaint; the unit displays ventilator inoperative alarm 100b. The fse replaced the flow sensor assembly to address the reported issue. The ventilator is ready for clinical use. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Part was not returned to failure investigation (fi). The root cause cannot be determined until the device is returned and investigated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.